Manufacturer narrative:
Returned device was received with cracked enclosure and tank cover. Worn and faded line cord. Outdated pcb and power switch. During the evaluation of the device it was found that cracks in the enclosure and tank cover caused the leaking. Damaged micro switch is causing the disconnect alarm. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warming was beeping and leaking. No patient involvement.